Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report a service code 204. In addition, when a pt service rep (psr) visited the pt to troubleshoot, the psr also reported that the charger/modem indicated a charger problem. The pt was issued a replacement electrode belt and charger/modem.

Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon eval, the trunk cable was pulled which damaged the j702 connector (trunk cable connector) inside the distribution node. The cause of the code 204 is a disruption in communication between the electrode belt and monitor. The cause of the disruption in communication is the damaged j702 connector. The cause for the damaged j702 connector is excessive force placed on the trunk cable. The source of the excessive force cannot be positively determined. Device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger problem) was confirmed. As received, the battery charger was not able to charge a battery pack. Upon eval, the q1 transistor was shorted and there was contamination on the battery board. The cause of the charger problem is the inability to charge a battery pack. The cause of the inability to charge a battery pack is the lack of change in current. The cause of the lack of change in current is the shorted transistor. The cause of the shorted transistor is contamination. The root cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the damaged belt or charger. The pt received a replacement electrode belt and charger/modem. Device manufacture date - electrode belt: 04/2013; charger/modem: 09/2011.